Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device broke off into the patient's body. Surgeon was able to recover the piece by fishing around. There was no patient conseqence.